Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery date is unknown. The reason for revision is reported neck corrosion. During the revision, omni components were removed and replaced with non-omni devices